Manufacturer narrative:
D10 ¿ product received on 03mar2019. Investigation ¿ evaluation a review of the dimensional verifications, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and functional test, were conducted during the investigation. The visual inspection of the returned complaint device showed there were no kinks on the device. The catheter was returned with two competitor needless connectors. Biomatter was present on the manifold, catheter shaft, within the distal sideport, and in the endhole and within the white hub. There was no damage on the manifold, suture wing, extension tube, and/or catheter. The endhole was not damaged but it was clogged with biomatter. The blue lumen was not occluded; however, the hub failed the leak test as it was cracked. A tug test was performed on the extension tubes connections to the manifold and hubs and all connections were secure. The complaint is confirmed as the blue hub was cracked. Lot information was not provided by the user facility to aid in in the investigation. As such, a document based investigation evaluation could not be conducted. Based on the information provided, examination of the returned product and the results of the investigation, a definitive cause could not be established appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required cook will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook inc. 5fr double lumen catheter being used to deliver multiple blood pressure medications was found leaking. Patient had been receiving multiple blood pressure medications via central line administration. The caps on the central line were changed around 1040. Near 1200 the registered nurse noticed that the blue lumen was leaking. The nurse removed the caps and noticed the crack in the blue lumen. Due to the fact that the patient was receiving multiple blood pressure medications via central line administration the central line was removed and replaced emergently with a like device on (B)(6) 2018. To date, it is unknown how long the device was in use prior to failure. Device information has not yet been provided. As reported, the patient did not experience any adverse effects due to this occurrence.